Manufacturer narrative:
Foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that during an impedance check during a 6 month post op review contacts 0/1 and c/0 had greater than 4 ,000 ohms. The manufacturing representative tried increasing the testing value up to 2.0 volts but saw the same value of greater than 4,000 ohms. The manufacturing representative stated that all other contact pairs were at 2,000 ohms or below. They tried bumping up the pulse width to 360 and they saw the same values. The patient was not using contact 0/1 or c/0 in programming. The manufacturing representative indicated that all other pairs with 0 were elevated around 2000 ohms. Troubleshooting resolved the reported issue.